Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: "broken barrel clamp." Additional notes provided by the facility¿s clinical engineering support services include: "in addition to a broken barrel clamp, the front case of the unit was also damaged. I replaced both the barrel clamp and the front case with new ones.I recalibrated the unit, and ran it through all of its pm tests, with no other issues." Reported problem cause description: "incidental." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿